Event description:
New information received notes that externalized conductors were confirmed via x-ray. The lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented for a routine generator change. Prior to the procedure, fluoroscopy was performed to confirmed externalized conductors of the right ventricular lead. Lead extraction was discussed; however, no interventions were reported. The patient was recovering.